Event description:
The customer reported that the system intermittently displayed black images resulting in a loss of the live image. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processing and video controller circuit boards were replaced. The system was then found to be operating as intended.